Event description:
It was reported to boston scientific corp that upon opening the radial jaw 3 biopsy forceps package the distal end of the device was bent. The case was completed with another of the same device, from the same box as this device, with no pt complications.